Event description:
Customer stated pad "caught on fire". Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the internal components of the pad were damaged beyond normal wear and tear. The product was approx. 12 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.